Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup method of insulin delivery. Customer¿s blood glucose level was 225 mg/dl.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup method of insulin delivery. Customer¿s blood glucose level was 225 mg/dl.